Event description:
It was reported that the speaker on the oxicap monitor was broken. No death or injury was reported. Ge healthcare's investigation into the reported occurrence is ongoing. A f/u report will be submitted when the investigation results are available.

Manufacturer narrative:
The device MFR date is not known at this time.